Event description:
Reportable based on analysis completed on (B)(4) 2015. The target lesion was located in the proximal right coronary artery. This 145, 5-in-6 guide extension catheter was selected along with an unspecified stent delivery system (sds). During insertion the unspecified sds came into contact with the guide segment of the guidezilla and was unable to be advanced. It was further reported that a separation of the collar/proximal shaft occurred at the curve of a guide catheter, distal portion. The complaint device and a guide catheter were removed together outside the body. No patient complications were reported and the patient status is good however, device analysis revealed a complete separation of the collar/proximal shaft weld.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: an examination of the returned complaint device revealed a kink 34 cm from the strain relief. The inner diameter (ID) of the guidezilla was measured and the device met specification. A mandrel was inserted through the tip with no resistance. Microscopic examination presented a complete separation of the collar/proximal shaft weld. Microscopic examination presented no damage or irregularities in the tip. Functional testing was performed with the promus premier catheter. The catheter was advanced through the collar with no resistance; however, due to the guidezilla separation at the collar, complete functional testing could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).